Event description:
It was reported that the patient fell out of bed feet first between the two siderails. No defect was found with the bed. A CT scan and bloodwork were performed and it was verified that the patient did not receive any injuries.

Manufacturer narrative:
A visual and functional inspection was allegedly performed the user facility. The alleged inspection found that a patient fell out of a bed was found kneeling next to the bed and between the siderails by a nurse. The patient had a cat scan to ensure he was not injured and the results came back clear. It is unknown what position the siderails were in at the time of the event. It was reported that the patient weighed approximately (B)(6) and seemed to have slid feet first between the siderails. A technician from a 3rd part service provider completed an inspection of the bed and found no defect with the unit, including that the siderails latched and locked securely.

Event description:
It was reported that the patient fell out of bed feet first between the two siderails. No defect was found with the bed. A CT scan and bloodwork were performed and it was verified that the patient did not receive any injuries.